Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient felt a pop in their implantable neurostimulator (ins) pocket, and then experienced a loss of stimulation and pain relief and had a return of pain. Contacts 0-7 had high impedance of >40,000 ohms. The rep reprogrammed using other lead, and was able to achieve paresthesia and some bilateral coverage of pain areas. The cause is unknown and the issue is not yet resolved, but the rep noted they would submit any new information that becomes available.